Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "air in line error," which was not reproduced due to a constant false upstream occlusion alarm. False air in line alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced an "air in line error." It was also reported there was no patient injury.